Event description:
The following was reported by the user facility to the MFR on (B)(4) 2013. The pt had complaints of shortness of breath and chest pain during hemodialysis.

Manufacturer narrative:
(B)(4). No direct allegation at this time. The pt was seen for regular dialysis treatment. The pt complained of shortness of breath and chest pain during her dialysis treatment, treatment was discontinued, pt placed on 2l nc and was transferred to the emergency room for eval. Upon arrival to ER the pt described symptoms as pain in upper left chest, did not radiate, lasted about 20 mins and then went away and experienced it when she was observing someone code at the dialysis center. An examination was performed by e.r. Physician revealed: no acute distress, cardio: regular rate and rhythm with no murmurs, gallops or rubs noted; pulmonary: clear to auscultation bilaterally, abdomen soft, non-tender, non-distended; extremities: pulses intact, no edema or cyanosis. She currently states she is not experiencing any chest pain but states she has epigastric abdominal pain (which she states she has had for many months and is currently being treated). Conclusion: chest x-ray reveals lungs are clear with no consolidation, effusion or pneumothorax. EKG: sinus rhythm with 1st degree av block. Left atrial enlargement. Lad. Lvh. No charge from previous EKG dated (B)(6) 2012. Conclusion: work up negative, episode likely stress/anxiety response due to watching a code at the dialysis center during her treatment today. The pts vital signs upon ER discharge: bp 163/84, p 84, r 20, t 97.6 (oral). The pt was discharged to home with no changes to her current treatment process. Based on the info provided, the device does not appear to have caused or contributed to the reported event. Additionally, if the pt did not require medical intervention however, we are filing an MDR to document the event. A plant investigation is still on-going and a supplemental report will be submitted when complete. Reference MDR #'s: 1713747-2013-99909, (B)(4), 1713747-2013-00182, 2937457-2013-00077, 3005162618-2013-00010.